Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a basilar tip aneurysm using a penumbra smart coil (smart coil), a penumbra smart coil detachment handle (handle), a non-penumbra microcatheter, and a guidewire. During the procedure, the physician successfully detached two smart coils in the target vessel using the handle. Next, the physician advanced another smart coil to the target vessel using the microcatheter and attempted to detach it using the handle; however, the coil failed to detach. While retracting the smart coil to remove it, the smart coil unintentionally detached in the microcatheter. Therefore, the microcatheter containing the detached smart coil was removed, and the coil was flushed out of the microcatheter. The procedure was completed using non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2022-00321 1. Section h. Box 6. Device code 1. Evaluation of the returned smart coil confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was separated, and the pull wire was retracted from the pusher assembly ddt. This indicated that the smart coil was detached properly. If the pull wire is retracted from the ddt, the embolization coil will detach. The root cause of the reported detachment issue could not be determined. Further evaluation of the device revealed kinks on the pusher assembly and offset coil winds on the embolization coil. This damage was likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported detachment issue.